Manufacturer narrative:
The insulin pump passed the priming, displacement and basic occlusion tests. There was no rewind anomaly and the motor tested okay. The insulin pump had a cracked reservoir tube lip and scratches on the display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call bad battery alarm, high blood glucose and rewind anomaly. Customer's blood glucose level was 500 mg/dl. Customer's husband advised the patient was off of the insulin pump 2 days prior to the high blood glucose levels and there was no reservoir inside of the device. Customer believed the insulin pump did not properly function. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.